Event description:
According to the information received while the customer was going through the catheters they came across one catheter with the tip cut off. Customer never used it but wanted to bring it to company's attention.